Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 468 mg/dl. Troubleshooting for moisture damage was performed. Customer advised insulin pump was submerged into water and beeped a few times. Customer advised the display screen went blank immediately after being exposed to moisture and constant tone occured. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.